Event description:
This was a left-sided cardiac lead extraction conducted in the hybrid or to remove a total of 2 leads (gdt endotak 0125-rv, 327mths old and biotronik setrox s 3509-ra, unknown age) due to an acute infection. The patient was prepped per hrs recommended standards, baseline abp was approx 100/60. The md cut and prepped the rv lead with a lld #2 and began lasing with a 16f sls ii. There was calcium encountered in the scv but progression continued to the distal portion of the proximal coil with occasional resistance. Proceeding just beyond the pass the proximal coil the patient's abp dropped rapidly to 30/25. The cvs was immediately called into the room. While the cvs was scrubbing in the md performed a pericardiocentesis. No more than 6 minutes after the initial abp the cvs performed a sternotomy and had access to the heart. The injury was located at the svc/atrial junction (unknown size). The injury was successfully repaired and the patient was transferred to the ICU for recovery.

Manufacturer narrative:
Device disposed of after use.